Event description:
Undergoing bone graft implant - recall on implant 18 months later - these patients developed fever after implantation.what was the original intended procedure?spinal procedures.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.